Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hips, tissue damage, necroris and exposure to metal debris reported. Metal staining to tissue, fluid colletion around the hip joint, grayish milky fluid and metallosis reportedly noted at revision. The femoral stem remains implanted.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.